Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have not used the therapy for a couple of months because they went on a cruise and then stopped using it right after easter. This week they started to try to get it going again because they have been having quite a bit of leakage which is not normal for them. They have been trying for several days to connect to the implant, but the communicator will not find the implant. The caller noted that they just charged the implant for 2 days. The caller did not have help and reported that they need help in order to place the externals over the backside. The caller reported that they will call back in a hour for further assistance. The caller asked if a rep could meet them at the hospital if needed, because they met a rep at the hospital about 18 months ago and they helped them get the device going. Agent reviewed that it is best to try over the phone first, if a rep is needed they can work with their hcp to arrange that. Patient called back with their spouse and patient services walked the caller and spouse through starting a charging session. Patient initially got a 'not found' message in the recharger application so patient services had patient perform a recharger reset and patient then dismissed the service code 3167 and the recharger successfully paired to the recharger application and patient's spouse placed the recharger over the ins site and saw an open loop charging screen. Low was 8 and high was 11 and then the low changed to 2 and the high number changed to 12. Patient services reviewed recharging best practices with the caller and spouse and wanted to note that when reviewing to have the communicator off while charging, the patient stated they thought that in previous times when recharging they also had the communicator on and they thought that's why they may have had difficulty. Patient confirmed they weren't near emi or any metal and that the communicator was off at the time of the call. The recharger application still showed open loop charging. Patient and spouse said they would continue charging the ins until it got to 10% and that they would wait until they got to 60% charge and stated they may call back for assistance in turning their therapy back on. Patient also to call back if they are unable to get past the open loop charging screen. Pss received call from patient in regards to having issues connecting the tm90 with the ins. Pss had the caller attempt to connect to the micro my therapy application , but the caller kept getting no device response. The caller stated that they were able to charge the ins to 90% yesterday. Pss walked the caller through the steps of repositing the tm90 over the ins multiple times but the caller kept getting no device response. Pss had the caller power the tm90 on/off and attempt to reconnect to the ins but the caller kept getting the same message. Pss sent an email to repair to replace the tm90. Caller asked to meet with rep. Reviewed rep role. The caller noted that the replacement communicator is still not connecting. Reviewed with the caller that if replacement external devices are not working, they should follow up with the hcp to check the implanted device. The caller noted that they are leaking all the time. They cannot get in to see their hcp until oct 3rd. Attempted to call caller back and encountered "this user has a voicemail that has not been set up yet. Goodbye".